Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional device associated with the event: controller 2.0 / (B)(4)/ model # 1420- / exp. Date: 30jun2018 device available for evaluation: no, device evaluated by manufacturer: no mfg. Date: 30jun2017 labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received containing the patient's log files revealed a loss of power to the controller on (B)(6) 2018. No patient complications have been reported as a result of this event.

Event description:
Additional information received indicated that the patient disconnected the power inadvertently; the pump restarted within seconds.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the pump and controller were not returned for evaluation. A review of the manufacturing records confirmed that the associated devices met all requirements for release. Failure analysis of the devices could not be performed since the units were not returned for evaluation. The reported event was confirmed through log file analysis, which revealed two controller power-up events on (B)(6) 2018 at 17:49:41 and 17:49:53, followed by a motor start event at 17:49:58. The event log file revealed that the controller lost power at 17:49:34; therefore, the maximum pump off time was 19 seconds. The data point prior to the controller power-up event, at 17:37:43, revealed that (B)(4) was connected to power port 1 with 22% relative state of charge (rsoc) and (B)(4) was connected to power port 2 with 97% relative state of charge (rsoc). The data point after the controller power-up event, at 17:50:31, revealed that the controller was connected to (B)(4) on power port 1 and (B)(4) on power port 2 with 96% rsoc. (B)(4)'s capacity was logged as ¿202,¿ which indicates that the battery was disconnected and reconnected. Based on the log file analysis, the loss of power may have occurred due to a disconnection of both power sources, as described in the event details, given that at least one power source connected prior to the loss of power was replaced. An internal investigation has been opened to evaluate the controller power up events and implement corrective actions as required. Additional products: controller 2.0, (B)(4). D4 expiration date: 2018-06-30 UDI#: (B)(4). D10: no h3: yes h4: mfg date: 2017-06-30 h6 FDA method code(s): 3317, 3372 h6 FDA results code(s): 213 h6 FDA conclusion code(s): 77 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Initial MDR MFR. Rec. Date: 2018-01-14. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.